Event description:
Customer reported that laparoscopic hernia repair was converted to an open procedure after delamination of the device occurred. Device was placed through a port site. Delamination occurred and the surgeon attempted to tack the device in place. However, tacking was not successful and surgeon converted to open procedure to remove device and complete the case with a competitor device.